Event description:
It was reported the left ventricular threshold measurement was high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D224trk implantable cardioverter defibrillator (ICD) (b()(6) 2011; 5076 implantable pacing lead (B)(6) 2011; 6947 implantable tachy lead (B)(6) 2011.